Manufacturer narrative:
H11: the log files analysis confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case" button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. Importantly, the heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. Investigation findings revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. Cockpit log files were extracted and will be analysed. To solve the issue, cockpit was replaced with a new one and software updated accordingly. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cockpit of an essenz console shut down and rebooted during procedure. There was no patient injury.